Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, user error should be considered. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings:. Black box and histories for issue reported (B)(6) 14 have been overwritten.. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) /2014, the reporter contacted animas and alleged the following: the patient¿s blood glucose (bg) has been ¿hi¿ all day with severe urination and thirst, moderate tiredness. Bg went down to 347 mg/dl after a 5 unit bolus of insulin via syringe. Patient doesn¿t really do carbohydrate counting just gives 5 units with a meal and then checks bg. Patient changed infusion sets on (B)(6) 2014, and noticed some pain a short time later. She did not change the set again until (B)(6) 2014: the insertion was painful and patient states insulin delivery has been painful, and her bg have been elevated since then. Patient is going to bolus via syringe, change set, and monitor bg. Customer support (cs) advised patient that pain on insertion may mean the site was in a muscle, to avoid current sites and to contact health care provider if her bg does not come down. This complaint is being reported because of the patient experienced hyperglycemia following the user error of not changing the infusion set per instructions for use.